Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a neurological surgical procedure where they were positioned with their legs up for approximately two hours. The patient has a fragile heart failure condition and this position is not idea for their medical condition. During the procedure, this crt-d was programmed to an asynchronous, bi-ventricular pacing mode. The competition between the device¿s asynchronous pacing and the patient¿s own intrinsic rhythm caused the patient to decompensate and enter into ventricular fibrillation (vf). Cardiopulmonary resuscitation was administered to stabilize the patient. Boston scientific technical services (ts) was contacted as the physician was concerned that asynchronous pacing at a lower rate limit (lrl) of 45 bpm could potentially lead to patient complications in other cases. A ts consultant discussed that the lrl is programmable and can be modified to a rate which would better fit with the patient¿s intrinsic rhythm. The physician reported that the vf that patient experienced was likely due to a combination of device programming, surgical position, and anesthesia. The patient was in a medically induced coma but is now awake and recovering. The crt-d remains implanted and in service. No other patient effects were reported.